Event description:
It was reported that an ilet user experienced hyperglycemia after insulin delivery was stopped for an extended period due to an empty cartridge, with the user noting blood glucose around 320 mg/dl and a peak around 360 mg/dl after eating and bolusing following a period without insulin. Symptoms included elevated blood glucose. Outcomes included return of glucose to range later the same day without hospitalization. Investigation included review of device data and user interview. Investigation of this case revealed insulin supply depletion resulting in loss of delivery and subsequent hyperglycemia, followed by recovery after insulin was resumed. It was concluded that hyperglycemia was associated with running out of insulin and interrupted dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.